Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and machine was found to have the radiation symbol crossed out on the pendent upon arrival. While troubleshooting they found that the power supply voltage was not set to the correctly. The voltage was adjusted and cleaned the contacts. During one of the reboots the unit started beeping indicating the rtc (real time clock) was not set. They replaced the generator control boards battery and reset the rtc. Once complete the machine exposed without issue. No further issues noted. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000852, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the radiation disabled 'x' is present on the pendant. They also reported that the imaging system was making clicking noises. There was no patient involvement.